Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was initially treated for a ruptured 10 cm aaa. The patient presented emergently approximately 40 months post index procedure with a ruptured aaa (as read by the radiologist). A CT scan showed a definite distal type I bilaterally. Both limbs had pulled up into the aneurysm sac. Limb extensions were placed bilaterally to successfully repair the endoleak. The leak had resolved on the final angiogram. The patient went home one/two days post repair. No additional clinical sequelae were reported and the patient is fine. Per the physician the cause of the distal type I endoleak, remodeling of the aneurysm (initially 10cm's), short aortic bifurcate to hypo length and likely continued dilation of the iliac arteries, bilaterally, were all contributing factors.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, aneurysm rupture, migration); patient's condition affected effectiveness of device (disease progression; bilateral iliac vessel dilatation and aneurysm morphology changes. Anatomy related; short aortic bifurcate to hypo length bilaterally); unapproved use of device (pre-implant rupture). Conclusions: inherent risk of a procedure (endoleak, aneurysm rupture, migration); device failure/lack of effectiveness related to patient condition (disease progression; bilateral iliac vessel dilatation and aneurysm morphology changes. Anatomy related; short aortic bifurcate to hypo length bilaterally); off ¿label, unapproved or contraindicated use (pre-implant rupture).